Manufacturer narrative:
Related MFR capturing pump exchange 2916596-2023-05582 and controller exchange. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2023, flow dropped to zero with consequent hemodynamic decompensation. The pump running symbol remained on. All connections were confirmed. The driveline was inserted, and the safety lock was engaged. An urgent system controller exchange was performed with restoration of flow and improvement in hemodynamics. Log file review confirmed the drop in flow and pump power at 4:34pm. On (B)(6) 2023, the patient was having a ventricular tachycardia (vt) storm and intermittent low flow alarms. The patient underwent an urgent pump exchanged overnight on (B)(6) 2023 due to clotted pump and outflow graft. Post-operatively, it was reported that the patient received multiple shocks for ventricular tachycardia (vt) and atrial flutter. Heparin was held for one day due to pericardial effusion. It was noted that patient was possibly in a hypercoagulable state. The patient ultimately passed away on (B)(6) 2023 related to a stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined. An autopsy was not performed, and heartmate 3 lvas, serial (B)(6), was not explanted for evaluation. Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available and contains the following information: section 1 outlines potential adverse events, including pericardial fluid collection, cardiac arrhythmia, bleeding, stroke, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This document also has information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.